Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced low blood glucose while using a dexcom g7 with the ilet system, noting intermittent cgm connectivity that could have limited incremental corrections and contributed to a larger correction when connection resumed; the patient treated the event with a large amount of candy and the lowest cgm value observed was 60 mg/dl. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that there were no findings available, with insufficient information regarding any specific device component and insufficient information regarding a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.